Manufacturer narrative:
The returned device consisted of a watchman truseal access system. The hub cap was filled with dried blood and could not be moved, so the device was soaked in a waterbath and sonically cleaned. While the cap became loose, it still could not be removed from the hub. Analysis of the tip, sheath, hub/valve included microscopic and visual inspection. The hub cap of the device could not be removed for thread analysis. Inspection of the rest of the device found no other damage or defect. The truseal was functional tested for device leak. When the cap was tightened to close the valve and test for leaking, the cap skipped over the threads and would not tighten down to close the valve. The valve could not be closed, and the device leaked. The reported device leak was confirmed.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The truseal double curve sheath did not have a properly functioning hemostatic valve. There was blood leakage but without any clinical issue with the patient. The was exchanged for another of the same device to complete the procedure. No patient complications occurred.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The truseal double curve sheath did not have a properly functioning hemostatic valve. There was blood leakage but without any clinical issue with the patient. The was was exchanged for another of the same device to complete the procedure. No patient complications occurred.